Manufacturer narrative:
The soft cannula was not observed to be bent/kinked. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. A leak test was performed and no leakages were observed along the entire fluid path. Blood was observed on the adhesive pad of the returned device. No damages or defects were found that would cause bleeding/bruising. The exact cause of the bleeding/bruising could not be determined. Cracks were observed on the top housing, but this did not affect the functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, a manual injection was administered.